Event description:
The patient implanted for non-malignant pain and complex regional pain syndrome type 1 reported via the manufacturer representative (rep) that the battery was in overdischarge. It was unknown when this occurred. Family issues were noted as the cause of the event. The patient was shown the 60 minute timer and instructed to do it 3 times. They were still waiting to see if the battery would come back to life. The issue was not resolved at the time of the report. The patient was alive with no injury and no surgical intervention occurred. It was unknown if one was planned. Additional information received from the rep in response to follow-up reported that, due to the overdischarge, the patient had been unable to turn her battery on. It was confirmed that the patient conducted 3 60 minute timers to try to bring the battery back to life with no success. The patient was scheduled for a battery exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.